Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hsz. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 the drill bit and the tap for cortex screws broke during drilling the hole and striped the thread. The drill bit and the tap for cortex screw had contact with the inter medullary nail that had been placed in the patient. The remains of the broken devices were removed from the bone. It was reported that patient had a fracture of distal tibia; no prolongation of surgery occurred. This is report 1 of 2 for complaint (B)(4).